Event description:
A facility reported the glidescope titanium lopro t4 reusable laryngoscope displayed a poor image during use on a patient who had multiple features of a difficult airway. No procedural delay, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
Upon review of the device history for the device serial number, it was determined that the device was manufactured on january 23, 2015 and is past the three (3) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device has not yet been returned to verathon for evaluation, the cause of the reported issue has not been determined; however, it is likely that the age of the device, eleven (11) years and three (3) months, may have caused or contributed to the event. Verathon communicated this information to the facility's distributor and reminded them that, prior to each use, users are to verify proper device operation and absence of damage in accordance with the omm. The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.